Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e1906 is being used to capture the reportable event of infection. Patient code e172001 is being used to capture the reportable event of abscess. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure performed on (B)(6) 2025, under general anesthesia. During a routine follow up on (B)(6) 2025, the physician noticed under a computed tomography (CT) scan a potential infection between the hydrogel and the prostate. The patient was referred to an interventional radiologist; he placed a drainage catheter and prescribed antibiotics to the patient. The physician attributed the infection to a non-compliance of the patient with taking post procedure antibiotics. It was reported that the patient was asymptomatic. The patient was expected to start his radiation treatment with external beam on the routine follow up of (B)(6) 2025, but due to the infection it was delayed.